Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The involved instrument broken during use was not returned and cannot be analyzed. Seven maillefer batch numbers were provided. Certificates of conformity are available. Eight unused reciproc files r25 8/100 25mm 025 were returned. The involved instrument broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1709941, #1712721, #1712112, #1707891, #1713912, #1714385 and #1713462). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it has been reported that reciproc file broke. Two instruments fractured during treatment. According to customer tooth had to be extracted as a result. No injury. This 1 of 2 cases.